Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that while in the or, the md inserted the sheath via right femoral artery. The intra-aortic balloon (iab) was prepped per instruction. Md inserted iab and connected pump. The pump immediately began a continuous rapid gas alarm. There was minimal augmentation. The lines were checked for blockage, there was no blood in the extension line. Md decided to remove the iab and insert another iab using a fresh puncture in the right femoral artery. There were no reported patient complications.